Event description:
It was reported during the procedure, when the physician reached the stenosis treatment site, the subject guidewire tip fractured. A retriever was used to remove the fractured tip out of the patient and the device was replaced to complete the procedure successfully. There was a surgical delay of 40 minutes. No clinical consequences were reported to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 80cm from the proximal end the guidewire was returned broken/fractured in 2 segments (17.8cm distal segment and 181.2cm proximal segment). In the proximal segment, the nitinol tubing was returned broken with the core wire exposed and broken. In the distal segment, the nitinol tubing was returned broken with core wire exposed and broken. The guidewire ptfe coating was noted to be peeling in multiple areas to 31cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when delivered the guidewire to go through the stenosis area, the distal developed segment of the guidewire fractured. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and no damage was noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was maintained throughout the clinical procedure. There was no friction/ resistance encountered during the procedure. Other devices used in the procedure along with the guidewire was a catheter and intracranial support catheter (non-stryker). The guidewire tip was fractured during procedure (inside the patient anatomy) and the tip was retrieved with the help of solitaire retriever. There was medical intervention and adverse consequences to the patient as "the operator used a retriever stent (non-stryker) to take the fractured tip out from patient's body. Surgical delay of 40 min.". Based on analysis of the returned device, it was noted that the guidewire was broken/fractured in 2 segments and kinked /bent from the proximal end. The nitinol tubing was returned broken with the core wire exposed and broken in the distal segment, which indicates that the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. The guidewire ptfe coating was noted to be peeling in multiple area from the proximal end. The ptfe peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The reported damage of the guidewire distal tip broken/fractured during use and the analyzed damage of the guidewire kinked/bent will be assigned procedural factors as this appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The analyzed damage of the guidewire ptfe coating peeling will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.

Event description:
It was reported during the procedure, when the physician reached the stenosis treatment site, the subject guidewire tip fractured. A retriever was used to remove the fractured tip out of the patient and the device was replaced to complete the procedure successfully. There was a surgical delay of 40 minutes. No clinical consequences were reported to the patient.